Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: recommended asr revision. This complaint has been raised at the request of (B)(6) for legal reasons. A claimsuite alert has not been received yet. Update: added hip side to be revised, type of product, products, surgeons name, date and reason for revision. Received: october 5th 2012. Asr revision. Asr hip resurfacing - right. Reason(s) for revision: pain. Update - amended original implant date. Taken from claimsuite dated 18th april 2015. Surgery date: (B)(6) 2004.

Event description:
Asr revision; asr hip resurfacing - right; reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.